Manufacturer narrative:
Reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on october 20, 2015 that an accutrac 200 laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber broke in two pieces inside the patient. The physician was able to retrieve the broken fragment of the laser fiber using a grasper. The procedure was completed with another accutrac 200 laser fiber. There were no patient harm or complications reported as a result of this event.